Manufacturer narrative:
Complaint no: (B)(4). This is a report of the home patient clearing an alarm themselves then attempted to restart therapy while still connected to the device with the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient reused a cassette. According to the report, the patient received and cleared an unrelated alarm. The patient then attempted to restart therapy while still connected to the device with the same supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.